Manufacturer narrative:
Results of evaluation: an intra-operative trochanteric fracture was reported. The provided case report forms (crf) do not contain information that would allow further investigation. No information of a treatment or complication due to this event was provided. No product was returned and no batch number was communicated. Due to insufficient information, no investigation can be performed. No further actions have been initiated as the result of this complaints.

Event description:
It was reported that subject experienced an intra-operative complication "trochanteric fracture". No indication of treatment or complication due to this event.